Event description:
A customer reported a data error alert on their pump, which occurred after the pump's ship date. There was no reported adverse impact to the customer's blood glucose. As the pump was out of warranty, the customer decided to purchase a new pump using their health fund.